Manufacturer narrative:
Angina, ischemia, and stenosis, as noted in the xience v IFU are known adverse events associated with coronary stenting. These known pt effects are not necessarily an indication of a product quality deficiency. Additionally, angina, ischemia, stenosis, and hospitalization are listed in the risk assesment matrix as no-fault post-procedure complications. Since there was no reported product malfunction, there does not appear to be any indications of a stent delivery system (sds) quality deficiency.

Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2007, the pt underwent stenting of the distal cx, proximal cx, distal lad and mid lad with a total of four xience v stents, all lesions were pre-dilated. In 2009, the pt experienced unstable angina. The pt was hospitalized and a functional ischemic study was positive. The pt underwent diagnostic coronary angiography which revealed >=70% and <100% stenosis within the proximal cx. At about 2 weeks later, the stenosis was treated with implantation of a xience v stent. There is no additional info available.